Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgery. Thereafter, the ipg failed to establish communication with external device. Ipg was confirmed inoperable. As a result, surgical intervention might occur to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. Unchecked "recall" and checked "other".

Manufacturer narrative:
The report stated that the patient had an unrelated surgery. As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that surgical intervention took place wherein the ipg was explanted to address the issue.